Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery. The patient received a replacement battery.

Event description:
A (B)(6) female patient's daughter contacted zoll lifecor customer support to report that she was having trouble with one of her batteries. Support asked the patient to download and did not find any apparent problems. The patient was provided with a replacement battery pack.